Event description:
It was reported the patient experienced an infection of unknown origin. The bacterium was identified as pseudomonas aeruginosa. Additionally, the patient was treated with antibiotics via intrathecal pump. She was treated with 10 ml of vancomicine at a concentration of 50 mg/ml, the pump was programmed for intrathecal infusion of 5 mg/day. She was simultaneously given glazidim (caftazidime) intravenously of 6g a day plus vancocine (vancomicine) 2g a day, both for 14 days, while keeping under control the renal function. The patient did extremely well with no complications. The patient's pump remained implanted.

Manufacturer narrative:
(B) (4).